Manufacturer narrative:
Device investigation: during decontamination, leakage from the hub was observed. After cleaning, a crack was seen radiating out from the luer cone. There was a slight ovalization of the distal tip from 0.0-2.0cm. The leakage of the luer fitting renders the unit non-functional. The damage seen is typical of overtightening a plastic luer onto a metal fitting. There was no mention of the observed ovalization in the initial complaint. This damage could have been inflicted post incident. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for tensile strength. All parts released in this lot met specifications. There were no ncrs or deviation authorizations associated with this lot.

Event description:
A contrast injector was attached to the neuron in order to perform a run. As the tubing was connected to the hub of the neuron, the hub cracked. The catheter was withdrawn from the patient.